Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that she could not get the electrode belt connected to the monitor. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon investigation the trunk cable connector pins were bent in a swirl pattern. The root cause of the bent pins was excessive force when connecting the electrode belt trunk cable connector to the monitor. No adverse event resulted from the ent connector pins. The patient received a replacement electrode belt.